Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to enter MRI mode. The clinician programmer displayed a replace generator message confirming the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Correction: patient's reported weight is 231 lbs.

Event description:
Additional information found the patient's ipg was explanted and replaced on (B)(6) 2021 to resolve the issue.